Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 97 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, scratches on the reservoir tube window, and a cracked on the reservoir tube window.